Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiving morphine (10 mg/ml at 1.774 mg/day) and bupivacaine (5 mg/ml at 0.887 mg/day) via an implantable pump for unknown indications for use. It was reported that the patient had an MRI on (B)(6) 2022 and came back on (B)(6) 2022 for a pump status check. The rep stated that it showed a motor stall. The rep stated that they have checked the pump status 2 times and after the first interrogation, the pump audibly alarmed but was not audibly alarming prior to this interrogation. The pump logs were checked and showed a recovery the same time and date as the first interrogation. A telemetry state condition was discussed and MRI labeling was reiterated. No symptoms/patient complications were reported.